Event description:
Sus voluntary report# mw5062559 was received from FDA on 10aug2016 with the following information: on (B)(6) 2016, a mayfield head holder slipped and lacerated the patient's scalp. Laceration was approximately 2.5 - 3.0 inches behind the patient's right ear. No further information could provided.

Manufacturer narrative:
Integra has completed their internal investigation on 09/19/2016. The investigation included: results: a DHR review cannot be performed at this time as the lot number, product ID nor was the product sent in for inspection. This review will take place once either or has been provided. No manufacturing or design related trend has been identified. Conclusion: in summary: the reporter / this customer has elected not to provide additional information on this incident such as product ID, lot code as well as the reporting facility once more details are provided this investigation will be revisited or reopened.